Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient who had a left tka, underwent a revision procedure. The patient presented with complaints of pain. Bad poly was indicated. The poly was exchanged. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return due to chain of command. Device images were provided. No further information. This is 1 of 2 reports for the event.